Manufacturer narrative:
The device was returned and the evaluation found the nozzle was clogged with an unknown foreign material in addition to poor air/water flow. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a clogged nozzle. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the result of the investigation adherence/clogging of the foreign material at the nozzle led to the malfunction. Olympus presumes that the cause of the foreign material remaining in the device is that reprocessing was not conducted properly due to leakage from the connector. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.